Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A theatre manager reported that during a vitrectomy procedure the light source was reduced. An alternate bulb and endoilluminator were tried, but this did not resolve the issue. The case was completed using an alternate light source. No system messages were displayed. There was a 20 minute delay. There was no harm to the patient. Additional information has been requested and received.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely and continued to use the product without assistance. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 25, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).